Event description:
It was reported that the customer's insulin pump kept alarming no delivery. The customer's blood glucose was unknown. The customer stated that he had done a complete set change several times and still kept receiving no delivery alarms. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.